Event description:
Baby's IV was found to be kinked and leaking. IV site untaped and exposed to determine origin of the leak. Rn found the IV catheter broken into two pieces and one end was slightly visible on the surface of the baby's hand. Using a small pair of forceps, the rn gently took hold of the catheter and pulled it out of the baby's hand. It appears to be the entire length of the catheter with the tapered end visible, therefore no exams or extra treatments were done.